Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated upon receipt. Unit was primed to fill. Circulation pump was serviced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed called in to state that the arctic sun device was not cooling. A check of the diagnostics showed that chiller temperature (t4) was 6c. They discussed this was indicative of a failed mixing pump and they would discuss repair options with management. Per sample evaluation results on 04-jan-2024, it was reported that the arctic sun device unit was primed to fill.